Event description:
New information received notes that there were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient was seen in clinic however, it is unknown whether an intervention was performed.

Event description:
New information received notes that programming changes were made to resolve the issue. There were no patient consequences.